Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 350-400 mg/dl. Reportedly, the cartridge was changed to address the issue. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarms declaring. Additionally, the customer filled cartridges with the residual insulin from previously used cartridges and removed insulin during pumping and/or outside of the load sequence. Tandem technical support educated customer regarding cartridge/insulin labeling.